Manufacturer narrative:
(B)(4).

Event description:
Reported as "helium leakage". It is reported that the first pump had a helium leak alarm which prompted the customer to exchange the pump for another, however the 2nd pump had the same issue. The sales rep then inspected the catheter and found what he reported as "perforations". The physician decided to change therapy and use an impella instead. The catheter was removed. A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "stable". Additional information received on 26 jan 2024 states that the patient expired on (B)(6) 2024. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated mdrs #3010532612-2024-00046 and 3010532612-2024-00057

Manufacturer narrative:
Qn# (B)(4). Upon further analysis it was discovered that this event was already captured under MDR#3010532612-2024-00046; therefore, the initial MDR, submitted on 05-feb-2024, should be retracted. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "helium leakage". It is reported that the first pump had a helium leak alarm which prompted the customer to exchange the pump for another, however the 2nd pump had the same issue. The sales rep then inspected the catheter and found what he reported as "perforations". The physician decided to change therapy and use an impella instead. The catheter was removed. A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "stable". Additional information received on 26 jan 2024, states that the patient expired on (B)(6) 2024. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated mdrs #3010532612-2024-00046 and 3010532612-2024-00057.